Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts bunched and overlapping. A review of the associated batch records was performed and the maximum crimped stent profile measurement was reviewed. The product stent protector was not returned for analysis with the device however a review of the stent protector internal diameter was done. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident across the length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A review was done of the crimp temperature and the crimp duration for the device and they were are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft polymer section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 12 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, the physician attempted to remove the stent cover but the stent was also removed. The procedure was completed with a non-bsc stent. No complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.25 x 12 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, the physician attempted to remove the stent cover but the stent was also removed. The procedure was completed with a non-bsc stent. No complications were reported and the patient's status was good.